Manufacturer narrative:
(D10) concomitant device(s): 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 5335144. 320-15-05 - eq rev locking screw: 6113806. 320-20-00 - eq reverse torque defining screw kit: 6274444.

Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s) and 5 month(s) post implantation of left revised tsa (revision reported on (B)(4)the patient presented with disassociation of polyethylene - standard reverse. This outcome of the event was resolved by standard reverse revision of the left shoulder. The clinical report indicates that the event is definitely related to the device(s) and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.